Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to being on steroids. The customer's blood glucose level was not provided. The customer stated that they wished to lower their insulin intake by one unit. The customer mentioned that they kept experiencing low blood glucose at night and had woken up with a blood glucose level of 10 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.